Event description:
It was reported, dr states that patient presented with symptoms of possible joint infection. Dr debrided the patient's wound and decided to swap the patients liner and head during the procedure.

Event description:
It was reported, dr. States that patient presented with symptoms of possible joint infection. Dr. Debrided the patient's wound and decided to swap the patient's liner and head during the procedure.

Manufacturer narrative:
The patient is (B)(6). An event regarding infection involving an unknown trident x3 10 degree liner was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. A review of stryker's technical report for infection as a reason for revision, technical report (B)(4), noted the following applicable findings: "infection may arise from bacteremic seeding of the device but most of these infections are introduced at the time of surgery. Verification of infection source is limited to reviewing the types of bacteria isolated from the surgical site. Bacteria that are limited to existence as vegetative cells would be incapable of surviving robust sterilization methods such as gamma irradiation, hydrogen peroxide gas or ethylene oxide."

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown trident x3 10 degree liner. The following other hip devices were also listed in this report: delta v-40 ceramic head 36/+5, cat# 6570-0-236, lot# 43902201; 21mm mod rev hip body/bolt stdcomponent level 9006-1-021, cat# 6276-1-021, lot# 43488103; mod con dist stem 19 x 155 mm, cat# 6276-7-019, lot# caxn633a0 it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.